Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the the defibrillation impedance measurements were elevated but in range. No interventions were reported. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-02995. It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed high defibrillation impedance exhibited by the right ventricular lead. No interventions were made, and the issue will continue to be monitored. The patient was stable.